Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the blade detached from the shaft and the blade fell into the pt. It was retrieved with no pt consequence. There was no consequence to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.